Manufacturer narrative:
Device is a combination product. Analysis was completed on a photo of the device. The customer provided photo shows three stent strut rows from mid to distal end of the stent cut from their position and lifted together in a distal orientation. No other issues are noted to the balloon cones or tip of the device. The delivery shaft of the device was not visible in the image provided.

Event description:
It was reported that stent damage had occurred. A 5.00 x 24 synergy ii drug-eluting stent was identified as having strut damage.

Manufacturer narrative:
Device is a combination product. Analysis was completed on a photo of the device. The customer provided photo shows three stent strut rows from mid to distal end of the stent cut from their position and lifted together in a distal orientation. No other issues are noted to the balloon cones or tip of the device. The delivery shaft of the device was not visible in the image provided. Device evaluated by MFR: an examination of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled distally.the undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.no other issues were identified during the product analysis.

Event description:
It was reported that stent damage had occurred. A 5.00 x 24 synergy ii drug-eluting stent was identified as having strut damage.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had occurred. A 5.00 x 24synergy ii drug-eluting stent was identified as having strut damage.